Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements less than 200 ohms. The amplitude was .8, which is down from 4v and there is loss of capture. Currently the battery voltage ID 2.57v.